Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. X-ray revealed the lead was dislodged. The lead was capped and replaced on (B)(6) 2016. The procedure went well and the patient was in stable condition.

Event description:
New information noted the capped ra lead was explanted on (B)(6) 2017 to make room for new leads during another lead revision procedure.

Event description:
New information noted that during rv lead revision, fluoroscopy revealed the capped atrial lead was noted to be dislodged into the superior vena cava - svc; the lead was explanted.